Event description:
Alexis gtk17 was used in the vagina to remove the specimen. When the alexis retractor was removed it was noted it had a small tear in the thin plastic lining. The entire surgical team inspected the alexis and all agreed the bag appeared to not be missing any of the plastic. A search of the vagina and abdomen was performed by all surgical team members, and no plastic parts were observed. The specimen was also searched before being sent to pathology. All team members agree the bag was torn and likely stretched during removal from the vagina.